Event description:
It was reported that the doctor had no documentation of a faulty lead in 2002.

Event description:
It was reported the patient¿s device ¿quit working in 2002 or 2003.¿ the patient stated this had occurred because their leads ¿were bad.¿ the patient reported that as a result, the patient¿s leads were replaced at that time. Manufacturer records instead indicated the patient's implantable neurostimulator (ins) and extension were replaced at that time. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# j0019954v, implanted: (B)(6) 2001, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2002, product type: extension. (B)(4).